Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set the information for the additional medical device type is as follows: d.2b. Medical device type: jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® ultratouch¿ push button blood collection set, blood did not flow or blood leaked at the connection joint on (2) devices. There was no health impact or consequences reported.

Event description:
It was reported while using the bd vacutainer® ultratouch¿ push button blood collection set, blood did not flow or blood leaked at the connection joint on (2) devices. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 03-sep-2024. Investigation summary: bd received 5 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for insufficient blood flow and leakage during use with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to insufficient blood flow and leakage during use as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of insufficient blood flow and leakage during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.